Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the device. The shaft, the brim cap and the silicone ring were in the correct position and found in good conditions. The experienced resistance could have been related to the hemostatic valve separation. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Additional investigations have been initiated to address the root cause for the resistance to sheath issues and for the hemostatic valve dislodgment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was also present on the replacement. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was exchanged again and the procedure was continued. There was no patient consequence. The customer¿s reported ¿resistance¿ issue is not considered to be an MDR reportable issue since the potential for patient injury is remote. On 3-jun-2022, the bwi pal revealed that a visual inspection of the returned device found that the hemostatic valve was dislodged inside the hub of the device. This finding was reviewed and determined to be an MDR reportable malfunction.